Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 42 mg/dl. Reportedly, the customer believed bg was due to the customer's brittle body type and external causes other than the pump. Additionally, it was reported that the customer inquired about the basal rate settings throughout the day as the customer believed to be receiving too much insulin. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding changing basal settings. Bg was addressed with orange juice and bg returned to target.